Manufacturer narrative:
H10: updated; b7, g4; h11: corrected b5, patient and device codes; additional manufacturer narrative: it was obtained through medical records there was a patient prosthesis mismatch of the implanted device. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Based on the available information, the root cause of the event cannot be determined, however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that this patient with a perimount 21mm valve, implanted approximately for nine (9) years, presented with underwent a valve-in-valve procedure due to stenosis and patient prosthesis mismatch (ppm). The tavr was performed with a 23mm 9750tfx replacement device. The patient was discharged pod #0.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The device will not be returned to edwards for evaluation as it remains implanted in the patient. Based on the available information, the root cause of the event cannot be determined, however, patient related factors may have contributed. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that this patient with a perimount 21mm valve, implanted approximately for nine (9) years, presented with congestive heart failure, underwent a valve-in-valve procedure due to stenosis, pvl and regurgitation. The tavr was performed with a 23mm 9750tfx replacement device. Previous surgical prosthesis pvl treated with a paravalvular plug in lcc sinus. The patient was discharged pod #0.

Manufacturer narrative:
H11: updated: method codes and conclusion codes: conclusion code was updated.